Event description:
The customer contact reported the patient received more medication than intended. On (B) (6) 2009, at an unspecified time, the device was programmed to deliver tpn (total parenteral nutrition), with a 1hr taper up, a 1hr taper down, for a duration of 12 hours and a container size of 2300ml. At an unspecified time, the delivery was started. On (B) (6) 2009 at 1827, a new container of tpn was added and the delivery was restarted using the previous programmed parameters. On (B) (6) 2009 at 0611, the device alarmed for empty container. At this time, the nurse reported the container was empty instead of the expected 100ml remaining. The device was removed from clinical service. Therapy was resumed using a replacement device. No medical interventions were required. There was no reported change in the patient condition. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (6). The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.74ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/- 1 ml (+/-5%). The device history was printed at the MFR facility. The history indicates that on (B) (6) 2009 at 1821, device was programmed in tpn taper up & taper down mode, to deliver a volume of 2300ml, a 1hr taper up, a 1hr taper down, for a duration of 12 hrs & a container size of 2300ml. At 1826, a priming volume of 7.9ml recorded. At 1827, delivery was started. Between 1827&1927, taper up began. On (B) (6) 2009, a new date stamp was indicated. At 0527 taper down began. At 0611, an empty container alarm occurred. At 0622, delivery was stopped & device was powered off. On (B) (6) 2009 at 1806, device was powered on & a new container was selected. At 1810, a priming volume of 8.3ml recorded. At 1812, the one hour taper up began and the delivery was started. On (B) (6) 2009 new date stamp. At 0512, taper down began. At 0555, an empty container alarm was indicated. At 0633, the delivery was stopped & the delivery was powered off. (B) (4)